Manufacturer narrative:
This report is filed on september 15, 2017.

Event description:
Per the clinic, the patient experienced swelling and hematoma at implant site, however the issue could not be resolved. Subsequently on (B)(6) 2017 the patient underwent revision surgery in order to rotate the implant. The implanted device remains.